Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, however blood was found on the helix; full lead returned and analyzed.

Event description:
It was reported the 4068 lead was capped and replaced due to low p-waves, which had diminished from 2.3mv to 0.6mv over time. It was also reported that the 5076 lead was attempted but not used due to high impedance greater than 2500 ohms. No patient complications were reported as a result of this event.